Event description:
An elevated advia centaur cp ipth result was obtained by the customer and considered discordant when compared to the patient's pre-surgery ipth test result. The customer question the elevated result as the patient sample was drawn approximately twenty minutes after the thyroid gland had been removed and was expecting a lower result. The patient remained in surgery for approximately thirty minutes longer than necessary as the patient was redrawn and retested. The redrawn result was low and this result was reported to the physician. The customer performed repeat testing on the pre-surgery and the initial post-surgery test sample. The results were similar to what was obtained originally.

Manufacturer narrative:
The cause for the elevated advia centaur cp ipth result compared to the patient's pre-surgery and redrawn ipth test results is unknown. The customer observed that their quality control results were all within acceptable ranges at the time the pre-surgery sample was run, however on the day of surgery the ipth level 1 was out of range low and level 2 and level 3 were acceptable. No repeat testing was performed for ipth quality control level 1. The patient's blood was drawn by the physician from the foot and both surgical samples were handled in a similar manner. The customer observed that there were no other discordant results for other assays run that day and that all three ipth quality control results are now within acceptable ranges. The customer has decline a field service visit and siemens has requested the patient samples for further investigation. No conclusion can be drawn. This event identifies a user error as the advia centaur cp ipth assay is not cleared for intra-operative use and the patient remained on the operating table longer than necessary. The instruction for use states in the intended use section: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur cp system. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." The instruction for use states in the limitation section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values." The instruction for use states in the quality control section for taking corrective action: " if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: 1. Determine and correct the cause of the unacceptable control results: a. Verify that the materials are not expired. B. Verify that required maintenance was performed. C. Verify that the assay was performed according to the instructions for use. D. Rerun the assay with fresh quality control samples, and confirm that quality control results are within acceptable limits before running patient samples. E. If the quality control results are not within acceptable limits, recalibrate the assay, and repeat step d. F. If necessary, contact your local technical support provider or distributor for assistance. 2. Repeat testing of patient samples before reporting results. Perform corrective actions in accordance with your established laboratory protocol." The instrument is performing within specifications.